Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup mode and there was inappropriate shock which resulted in ventricular tachycardia in (B)(6) 2021. The device was reprogrammed successfully. The patient was in stable condition.